Event description:
It was reported during a stent procedure following angioplasty of the right vertebral artery, the guidewire became "lodged in the vessel" and was unable to be removed. The physician reportedly made several attempts to dislodge the guidewire without result. The guidewire was subsequently cut and a portion of the device was left inside the pt for surgical removal at a later date. The pt is reported to be okay.